Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for potassium (k) on a cobas 6000 c (501) module. Patient 1 initial k result was 5.54 mmol/l. The repeat result was 3.61 mmol/l. Patient 2 initial k result was 5.24 mmol/l. The repeat result was 3.50 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The k electrode lot number and expiration date were not provided. Ise check results were within range. Qc results were acceptable. No conclusions could be made from the alarm trace data. The customer stated the ise probe had a salt stain on it that was cleaned prior to the application specialist arriving on site. After the event, the reference electrode was replaced. The reference electrode had been on-board 15 days longer than the specification of 6 months. There was also salt stain on the electrode. Significant differences were observed in the customer's calibration data before and after the event. The reference electrode must be replaced every 6 months. This is covered in product labeling. Additionally, there should be no salt stains on any electrodes or the ise probe. The malfunction is consistent with contamination from the reference solution, however, the customer stated the reference solution had not been replaced on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.